Event description:
During an ablation procedure to treat atrial arrhythmia, the intellanav mifi open-irrigated catheter was selected for use. It was reported that they had two catheters with issues. The first catheter had a standard curve and was used for the majority of the procedure until it could no longer be steered. The device had to be replaced with a new catheter that had a large curve to continue the procedure. However, after using the second catheter for a short duration a d07 temperature too high error occurred on the maestro. The tip was not being properly cooled during radio frequency delivery. The catheter was inspected, damage and leakage were observed at the luer hub where the metriq tubing set was connected to the catheter. It was noted that the flow rates were standard for the power settings. The physician attempted to deliver a couple of additional 20watt lesions without having the temperature cut off. They were able to complete the procedure without performing any troubleshooting. No patient complication was reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The intellanav mifi catheter was returned to boston scientific for laboratory analysis. Visual inspection found the irrigation extension tubing partially detached/separated from the luer fitting at the adhesive joint. Therefore, the reported complaint is confirmed.

Event description:
During an ablation procedure to treat atrial arrhythmia, the intellanav mifi open-irrigated catheter was selected for use. It was reported that they had two catheters with issues. The first catheter had a standard curve and was used for the majority of the procedure until it could no longer be steered. The device had to be replaced with a new catheter that had a large curve to continue the procedure. However, after using the second catheter for a short duration a d07 temperature too high error occurred on the maestro. The tip was not being properly cooled during radio frequency delivery. The catheter was inspected, damage and leakage were observed at the luer hub where the metriq tubing set was connected to the catheter. It was noted that the flow rates were standard for the power settings. The physician attempted to deliver a couple of additional 20watt lesions without having the temperature cut off. They were able to complete the procedure without performing any troubleshooting. No patient complication was reported. The device has been returned for analysis.